Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call when the he was changing his site and when rewinding the insulin pump the piston did not move down and it stuck. The customer¿s blood glucose was unknown. Customer reports they received a second series of beeps. Troubleshooting was done and the customer was advised to monitor the insulin pump. The insulin pump was replaced due to piston stuck and the customer was unable to clear the process to start over. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No prime/fill anomaly noted.